Event description:
The customer contact reported the device alarmed with a s205 (backup battery) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device display a s205 (backup battery) malfunction alarm code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.